Event description:
The pt received his scs sys on (B)(6) 2009. It was reported he recently lost (B)(6) and as a result, his ipg pocket has become loose. A consultation with the physician will be scheduled to discuss revision of the pt's ipg pocket.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.